Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve popped. As a result, the balloon would not remain inflated. The harvester pushed the black valve back in and it stayed down. The procedure was completed using the same device. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).